Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to have bowed front panel above the manometer and bent front panel on the bottom left, cracked battery cover. Additionally, the tidal volume knob noted to rub against the front panel, with loose movement internal to the device, input manifold. Device underwent functional testing by being connected to oxygen supply and powered on, performing demand inhibit test. The reported customer complaint was confirmed, with an unknown problem source.

Event description:
It was reported the valve is sticking, device is not breathing correctly. No adverse effects reported.